Event description:
It was reported that pump displayed malfunction message with malf 1 and could not be reset, and no notable events occurred prior to the issue. There was no reported impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for insulin delivery, was instructed to put pump into storage mode, and was advised to return pump using pre-paid label, while technical support arranged replacement pump and instructed customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.